Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument leaked pneumoperitoneum during usage. No pt injury reported.

Manufacturer narrative:
2/23/1998-supplemental report #1 submitted to FDA.